Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to battery tube loose connector. The insulin pump received with scratched lcd window. The insulin pump was received cracked case display window corner, cracked reservoir tube lip, and with scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of the call. The customer states the insulin pump will not turn on after battery change. The insulin pump will be returned for analysis.